Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the patient experienced persistent hyperglycemia followed by hypoglycemia, with blood glucose values elevated despite stress and a small carbohydrate intake, and later dropping low after a suspected pump overcorrection; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia and hypoglycemia; lethargy was referenced but not confirmed in association with this event. Outcomes included an unexpected medical intervention consisting of oral glucose administration to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about the device components and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.